Manufacturer narrative:
(B)(4). Report source, consumer - attorney. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: zimmer bioloxâ® option, head, l, ã¸ 36/+3.5, taper 12/14, item#: 00877703603, lot#: 2847929, zimmer modular femoral stem press-fit plasma sprayed cementless size 12.5, item#: 00771301200, unknown lot number, zimmer neck provisional x2, item#: 00780504101, unknown lot number, zimmer shell with cluster holes porous 52 mm o.d. Size ii for use with ii liners, item#: 00875705201, lot#: 63648021.

Event description:
It was reported that during a revision surgery due to infection approximately 3 months post op, patient lost approximately 900ml of blood. Bleeding was controlled with electrocautery throughout the remainder of the procedure. No transfusions were noted.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Corrected: updated: reported event was confirmed by review of surgical notes. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.